Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6)2016, the g5 transmitter would not pair with the g5 application. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed but could not confirm the report of transmitter not pairing with the g5 application as the dates of data sent were not inclusive of the issue date range. No additional patient or event information is available.